Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she stopped feeling stimulation in 2016 and had a loss of symptoms in (B)(6) 2016. She had some issues with bowel leakage and it had been happening for the last four weeks prior (B)(6) 2016. She later clarified it to be at the beginning of (B)(6). She had not been feeling stimulation lately and did not know the exact timeframe, maybe for the last several months. The patient saw a power on reset code (por) on (B)(6) 2016. There were no falls or trauma or recent medical procedures or tests; she did not think she had been around any high sources of electromagnetic interference (emi). She thought the emi code was because she had not used the controller in a long time, but when she tried to use it she saw the por. She was pretty sure she left the stimulation on the last time she used the programmer. The patient later reported that there were no changes on her part that led to the issue. The implant and programmer just stopped working. She went to the doctor and could not reset it. She had to return the following week after they were able to contact a manufacturer representative (rep). She was scheduled for surgery on (B)(6) 2016 as the battery must be replaced. The patient's indication(s) for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.